Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six shocks for ventricular fibrillation (vf), as classified by the implantable cardioverter defibrillator (ICD), when the rhythm may have been atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. Therapy was initially withheld by the device by the at/af discriminator, as appropriate, however then therapy was initiated due to the combined count of rapid ventricular events. The physician noted the patient had at/af and had not taken sotalol. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed by follow-up with the physician's office that the therapy delivery was for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The device was reprogrammed.